Manufacturer narrative:
A ge rep evaluated the system and replaced the ups. The system operates as intended.

Event description:
It was reported that the ups failed and the sys shut down. No pt injury was reported.